Event description:
On (B)(4) 2014 product analysis was completed on the handheld and flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis; the flashcard and software performed according to functional specifications. During the analysis on the handheld it was identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons (including the power button) and touchscreen were unresponsive. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Non-responsiveness from hhd was due to user error in not turning off the "hhd lock¿ feature on the device; once the feature was disabled, full product functionality was restored; not a device malfunction, user-related event. No anomalies associated with the main battery were identified during the analysis.

Manufacturer narrative:
Device manufacture date; corrected data: the product information was inadvertently incorrect on the initial report.

Event description:
On (B)(6) 2014, it was reported that the handheld was plugged in to charge for a full day but when it was used, it was still dead and would therefore not hold a charge. The handheld has not been returned to the manufacturer for product analysis to date.

Manufacturer narrative:
.

Event description:
On (B)(6) 2014 the handheld and flashcard were returned for product analysis. Product analysis is currently underway and has not yet been completed.